Event description:
It was reported that the right atrial (ra) lead experienced a lead warning with low impedances. The pacing polarity was changed to unipolar and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2008. (B)(4).